Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited this event is filed under internal complaint ID (B)(4).

Event description:
It has been reported when unit was opened and plugged in for the first time, there was no image. No patient involvement. No negative impact in state of health reported.